Event description:
A report was received that the patient experienced pain at the ipg pocket site and the ipg had a tendency to fall forward. The patient underwent an ipg pocket revision procedure where the ipg was moved from the abdomen to the buttock. The database analysis revealed no anomalies.